Event description:
The report states that as the delivery catheter was passing through the hemostatic valve on the sheath the physician noticed that the stent had become dislodged from the balloon. The report mentions that it may have been manipulated at the table prior to use.

Manufacturer narrative:
Engineering analysis: the sample was received and removed from the bio-hazard bag to determine the root cause of the complaint. On inspection of the stent, it was noticed that there was blood staining on the proximal end of the stent. The stent had been dislodged, but was still between the two radiopaque marker bands. The diameter of the stent was measured using callipers. The stent diameter was 2.2mm. The final inspection data for the crimped stent diameter was reviewed and the average crimped stent diameter was 2.1mm. This very slight difference in diameter is due to the stent being dislodged. The crimped stent was moved off of the balloon to inspect the surface of the balloon. The impressions indicate if the balloon was properly crimped. The impression of the crimped stent were clearly visible. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following. Ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Engineering conclusion: the details indicate that the scrub tech may have mishandled the stent prior to or while advancing the stent over the guide-wire dislodging the stent. This is the most likely cause for the dislodgment as there are blood stains only on the proximal end of the stent where the stent was handled. No blood staining was present on the distal end of the stent. The instructions for use specify the following, "special care must be taken not to handle or in any way disrupt the placement of the icast stent on the balloon. This is important during catheter removal from packaging, placement over the wire guide and advancement through the sheath. Conclusion: atrium cannot conclude that the stent dislodgement was a result of the manufacturing of the device.